Event description:
Patient reported one cassette gave her a no disposable alarm, on her cadd legacy pump. Switched to other pump, same error message. Mixed a new cassette and pump is running fine. Replacing cassette. Sn is not known. Cassette is available for investigation. No adverse events resulted life sustaining medication. Issue resolved. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6)/caremark by pt/caregiver.